Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified and tortuous left anterior descending artery. The lesion was predilated using multiple unspecified size of nc quantum apex balloon catheters. Then a 38mm x 3.00mm ion stent was advanced to the lesion but was unable to cross. The device was withdrawn from the body but it was noticed that the distal end of the stent was flared. An unspecified guide extension device was selected and the procedure was completed using another 3.0mm x 38mm ion¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified and tortuous left anterior descending artery. The lesion was predilated using multiple unspecified size of nc quantum apex balloon catheters. Then a 38mm x 3.00mm ion stent was advanced to the lesion but was unable to cross. The device was withdrawn from the body but it was noticed that the distal end of the stent was flared. An unspecified guide extension device was selected and the procedure was completed using another 3.0mm x 38mm ion stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Three stent struts from the most distal row were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon withdrawal. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified and tortuous left anterior descending artery. The lesion was predilated using multiple unspecified size of nc quantum apex balloon catheters. Then a 38mm x 3.00mm ion¿ stent was advanced to the lesion but was unable to cross. The device was withdrawn from the body but it was noticed that the distal end of the stent was flared. An unspecified guide extension device was selected and the procedure was completed using another 3.0mm x 38mm ion¿ stent. No patient complications were reported and the patient's status was fine.